Event description:
Procedure: total gastrectomy. According to the reporter: the staple could not form b-shape and the cartridge was broken. No reinforcement material was used in conjunction with the stapling device. Another device was used to resect the staple line and the staple line was over sewed.

Manufacturer narrative:
(B)(4).